Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the torque output of 5 torque limiting handles were found outside of the adequate performance range. This was detected during a calibration check. There are no specific surgical procedures associated with these handles. This is report three of five for this event.

Manufacturer narrative:
UDI number: (B)(4). The torque handle was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the torque output of 5 torque limiting handles were found outside of the adequate performance range. This was detected during a calibration check. There are no specific surgical procedures associated with these handles. This is report three of five for this event.